Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was leakage from the connector of the dignishield to the bag during use. Per additional information via email from the ibc on (B)(4) 2018; the leakage was coming from where the dignishield and drain bag come together.

Manufacturer narrative:
The reported event was unconfirmed, since the reported bag and connector leak could not be reproduced. Visual evaluation of the returned sample noted one used dignishield with no original packaging. The tape found around the connector was removed. The cuff was inflated with 45ml blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and allowed to rest 30 minutes with no leaks. The irrigation valve was flushed with no leaks noted. The bag was flushed and with no leaks were noted at the tubing connection to bag. The flush port was flushed and a leak was found around the flush port connection to the shaft. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contents: ¿ catheter tube assembly (figure 1 includes collection bag) ¿ collection bag ¿ 60ml syringe ¿ lubricating jelly syringe (10ml) ¿ instructions for use ¿ 1 bottle (1oz) of medi-aire¿ biological odor eliminator ¿ tube clamp the bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff`along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port (¿flush¿) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip-tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 60 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire¿ biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was leakage from the connector of the dignishield to the bag during use. Per additional information via email from the ibc on 12nov2018; the leakage was coming from where the dignishield and drain bag come together.